Event description:
Reportedly, when the cautery device was applied there appeared to be electric arc between the cautery device and a prior of forceps which caused a flush fire. The pt's eyebrows, eyelashes and hair at the temples were singed. The account was contacted and no indication of any serious injury was made. The account was unable to describe the device being used and they are unable to locate it at this time. The batch/lot number provided by the account is not valid.